Event description:
It was reported that the patient underwent a revision right rtsa approximately 3 years ago. Subsequently, the patient experienced infection. As a result, the patient underwent another shoulder revision and the application of intravenous antibiotics approximately 1 year and 4 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-01-15 - equi humeral stem primary, press fit 15mm (B)(6), 320-02-38 - rs expanded glen 38mm, +4mm offset (B)(6), 320-10-05 - equi reverse tray adapter plate tray +5 (B)(6), 320-15-01 - eq rev glenoid plate (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm (B)(6), 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm (B)(6), 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm (B)(6), 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm (B)(6), 320-38-00 - 145-deg pe 38mm hum liner +0 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.